Event description:
It was reported that it hadn¿t been working in over a year and after clarification with the patient, they were still unsure which component of the therapy was not working. Based on what the health care provider (hcp) was told by the patient the programmer was likely operating in a manner that was not normal. It was noted that the patient thought the implantable neurostimulator (ins) was off. Additional information received reported that the patient¿s device had not been working for over a year and they were having trouble with the programmer not bringing up the information so they turned off the implant. The patient started having trouble with the programmer 2 to 3 months prior to turning it off. It was noted that the patient didn¿t consult with their hcp about shutting it off. The patient needed to have a brain scan MRI but the facility would not perform the MRI until the patient could prove that their ins was off. It was reported that the MRI was unrelated to their device therapy and that the patient had at least 3 brain scans and other radiation and exams done since turning the device off without effect. The programmer had not been dropped or wet and the patient could not open the battery compartment of the programmer and thought that the battery may have corroded inside. Additional information received reported that the programmer would not power up and there was corrosion visible in the battery area. The anomaly appeared to have occurred through product use and no patient harm was reported. Additional information received reported that the programmer's contaminated telemetry board and contaminated bottom case assembly were replaced. Additional information received reported that the programmer's speaker with electrical failure was replaced and the software was updated.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# v332388, implanted: (B)(6) 2009, product type: lead. (B)(4).